Event description:
The user facility reported that after positioning the 78 year old male patient, the placement signal of an impella cp pump became unreliable. There were no kinks at the time the signal was lost. The positioning of the pump was verified to be correct and the staff was advised to monitor the motor current if support was to continue. The decision was ultimately made to explant the pump. There was no resulting patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella cp was not returned. Data logs were not recovered. The cause of the optical signal issue was not determined since product was not returned, data logs were not recovered, and insufficient clinical details. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27670 as it is unknown if the initial reporter also sent the report to the food and drug administration.